Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to the report, the mother of the pt noticed that the pt had not reacted to sound for the past 3 days approx. The pt has not suffered any cold and has not fallen (at least not seen by the mother). Testing showed that 9 electrode channels have hi impedances and 2 channels have short circuits.